Event description:
It was reported that the patient presented to the emergency room due to receiving five high voltage shocks and oversensing was observed and a fracture was suspected. It was further reported that the patient was in heart failure exacerbation and was intubated. The lead was programmed off. Further review of the manufacturers database indicated the patient is deceased and died four days later. The cause of death and further circumstances of death were requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2015. Of note, the reportable malfunction and/or serious injury of inappropriate therapy, oversensing and suspected fracture is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2015. Information was subsequently received on (B)(6) 2015 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).